Event description:
On (B)(6) 2013, this patient underwent emergent treatment of a rupture. A gore excluder aaa endoprosthesis featuring c3 delivery system was advanced up the left side, and the constraining mechanism was released to deploy the ipsilateral leg of the trunk. However, it was reported that the entire length of the deployment line did not come out when it was pulled, and the string appeared to have broken. An attempt was made to remove the delivery catheter from the patient, but resistance was felt and the catheter stopped about 3/4 of the way out of the patient. The physician was able to cannulate the graft from the distal end of the ipsilateral trunk to balloon the device open and remove the delivery catheter. Additional angioplasty was then performed to open a stenotic portion of the ipsilateral trunk that had not completely opened, but the device reportedly would not open. A decision was made to convert the patient to an aorto-uni-iliac procedure with fem-fem bypass using an additional device. The patient tolerated the procedure.